Event description:
It was reported by service report that the scale and bed exit are not functioning properly and the power cord needed to be replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell, load cell cable.